Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device was not able to issue items from cabinet. A technical support specialist dialed in and found none of the zones were preselected in the cabinet. He selected all the zones and ran a test with pyxis, test pt. He was able to access ativan 5mg to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that a bd pyxis medbank tower user was unable to issue items from the cabinet. The cabinet said there are no items in it although she did a full cycle count yesterday. Mql shows the cabinet has inventory.example: lorazepam 0.5 mg tablet. Mql says there is qty 3. Cabinet says there aren't any when clicking "add items" they do show up in cycle count. There were no adverse events or injuries reported based on this incident.